Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-03352 and 1627487-2023-03353. It was reported that after weight loss the ipg site became uncomfortable. Surgical intervention was undertaken wherein the ipg was explanted, replaced and the pocket site was repositioned. Effective therapy restored and issue resolved.